Manufacturer narrative:
The technician replaced the worn casters and rebuilt the brake block mechanism to repair the bed.

Event description:
Info received indicates the brake will engage, but does not hold.